Event description:
Procedure: urogynecological. According to the reporter: this complaint is being opened in association with the alleged event filed by the pt attorney in complaint number (B)(4). There have been no allegations of deficiency or serious injury against this device. This device is listed in the pt operating room record.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).